Event description:
Resident was in wheelchair and was transferred to her bed. Two staff members performing the lift - lpn and hca. The sling was attached to the spreader bar on lift with the leg straps crisscrossed. Resident was lifted from wheelchair and was sliding down in the sling. There was a 3rd staff member present who assisted with the transfer. So one staff member was at the resident's legs, the 2nd staff member was assisting with the head and the 3rd member was pushing the lift. As resident was placed over the bed, the boom came off. It did not hit the resident. Staff members unhooked and removed the sling from the resident. The lift was then placed in the basement and tagged with an out of order sign. One of the staff members inadvertently applied pressure to resident's knees causing a fracture to the left femur, just above the knee. Pressure was applied to the knees to position resident on bed as the boom came down.

Manufacturer narrative:
Additional information will be provided following the conclusion of the manufacturer's investigation.